Event description:
It was reported by service report that the siderail could not remain latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - dowel pin, release knob.